Event description:
During troubleshooting for a slow flow supply alarm, the home patient (hp) reported that they had stopped therapy in an attempt to clear the alarm and reprimed the machine while connected using the old supplies. The technical service representative reviewed proper procedures with the hp and advised the hp to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where the patient reported repriming the machine using the old setup. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.